Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 03.010.107, lot 5006233: release to warehouse date: may 18, 2005. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an implant procedure for a humeral nail-ex, the tip of the stardrive screwdriver was not releasing the screws. The surgeon inserted a screw and when attempting to disengage the screwdriver from the screw, the screw came out of the patient's bone. The surgeon opted to leave that hole without the screw and placed another in a different hole. It was reported that the patient had thin bone. Another screwdriver was readily available. The procedure was delayed ten to fifteen (10-15) minutes. No additional medical intervention was needed and the surgery was completed successfully. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: one stardrive screwdriver t25/self-retainingm (part 03.010.107 lot 5006233) was received. This complaint is confirmed, as the returned device was received with noticeable wear and damage to the distal stardrive tip. There exist burrs, and raised edges on stardrive lobe corners which would prevent the device from interfacing with screw head recesses as intended. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by wear over the 10+ year lifetime of this device. It is not likely that the design of the instrument contributed to this complaint. The relevant drawings whereas reviewed during this evaluation and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.